Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 260.4130 on their 8100 (sn: (B)(4). Case resolution: - customer states they replaced the logic board and the error code still did not clear. - recommended customer remove the rear case, and inspect the pressure sensor harness. - after inspecting, it was found the patient side pressure sensor harness was not plugged in correctly. - after properly seating harness, error code cleared. - recommended re-installing original logic board. Ended call. (B)(4).